Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause was unknown. The loss of stim was patient reported and the representative was unable to verify. The battery was taken out to reset the controller.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that when they were trying to use it the other day, they were getting stuck on a screen that said "please wait" and that it had been several days and that they were still waiting. Patient denied having issues connecting to the implant. Patient spoke to manufacturer representative (rep) who advised to disconnect the battery and patient noted they tried that a few times before they tried to call rep but they were stuck on please wait. Patient stated they don't have anything happening; patient confirmed they don't feel stimulation because the screen was stuck on please wait. Agent asked the patient if the please wait message appeared when trying to adjust their stimulation and patient reported they had not seen the please wait message before. During the call, patient reset the controller. Patient unlocked the controller with nothing plugged into it and was stuck on looking for a device. Patient plugged the recharger (rtm) into the controller and saw the please wait (62) screen. Agent had patient disconnect the rtm from the controller to check for damage and to further troubleshoot. Patient confirmed no visible damage to the recharger cord, battery pack, controller charging port and battery compartment. Agent walked patient through resetting the controller with the ac power supply and patient reported still seeing the please wait (62) screen. Agent had patient disconnect the ac power from the controller and try again and patient reported the screen didn't turn on; patient confirmed the green light wasn't illuminated from the outlet. Patient tried a different outlet and confirmed the green light was illuminated from the wall and that the controller screen came on and said medtronic. Patient reinserted the battery pack and confirmed the battery indicator light above the screen was flashing green. Agent had patient unplug the ac power from the controller and had the patient unlock the controller with nothing plugged in again. Patient got looking for a device and then saw the connect the recharger screen, so patient connected the rtm and got poor recharge quality. Patient confirmed their implant was red but was unable to confirm the controller battery percentage as they reported they didn't see a percentage but saw the controller battery was green on the screen. Patient then reported that they got the warning message that said battery empty, cannot provide stimulation recharge your implanted device (81). Patient disconnected the rtm from the controller and reconnected it back in but the message did not clear. The issue was not resolved. Due to nature of call, agent advised the patient to continue to try to charge the implant and to follow up with their doctor as agent thought it would be beneficial for the patient to meet in person with a local rep for in person troubleshooting to see what's going on in more detail; instead of replacing equipment and causing more confusion and issues.